Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. An empty labeled winding former was received for evaluation. Needle or suture was not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In event description indicates "unknown where it popped off" but could you please confirm if the needle was found at the end of the procedure? If yes. Could you please confirm where did the needle found?

Event description:
It was reported that a patient underwent an unknown procedure on a (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle. There were no adverse patient consequences reported. Additional information was requested.